Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented into the emergency room after receiving inappropriate anti tachycardia pacing therapy for atrial fibrillation with rapid ventricular response. The patient was asymptomatic. The hv therapy was disabled.